Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the oridion board. A review of the device history record for (B)(4) was performed from date of manufacture 07/05/2017 to the present date 10/14/2020 and note that this device has been returned for service one times which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had a high reading, failed checkin. No patient involvement was reported.